Event description:
It was reported that the patient presented in-clinic with symptoms of dizziness. Upon interrogation, the right atrial lead exhibited noise. The physician admitted the patient to hospital. The lead was capped and replaced on (B)(6). The patient was in good condition post procedure.